Event description:
Caller alleged inaccuracy with inratio. Results as follows: see scanned table.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: (see scanned table). Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The first data set for 2007, both inratio and lab values are not within confidence limits. The second data set of the same day, the inratio value is not within the confidence level. Data set for the next day and three days later, are within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Please note that venous blood sample was used for 2007.